Manufacturer narrative:
Additional information was added in the event. The product has been received for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that lead was returned and analyzed, with no problem detected as the lead passed resistances and hipot tests. No advers patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. He product has been received for analysis. This report will be updated upon completion of analysis, should analysis be performed.

Event description:
This left ventricular (lv) lead was explanted due to unknown reasons in less than a month after being implanted. No additional adverse patient effects were reported.